Manufacturer narrative:
(B)(4). Device returned 10/15/2015. (B)(6). (B)(4).

Event description:
According to the reporter, during a laparoscopic sigmoidectomy after connecting the eea and anvil, the surgeon started rotating wing nut to close. It was reported the fatty appendix was caught in the eea, and when the surgeon rotated wing nut to open, the anvil tilted prematurely and started falling. The green mark was not seen; the surgeon didn"t unlock the safety lock. The device was not fired at all and there was tissue resection to remove the device . Additional resection of intestine was performed with an egia and the procedure was completed with another eea. The operating time was extended by more than 1 hour. Nothing fell into the cavity. There was no tissue damage and no bleeding in excess of 500cc. No reinforcement material was used.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, engineering review of the product, and an evaluation of the returned device. The visual inspection of the staple guide noted the presence of a full complement of staples. The anvil of the instrument was observed to be tilted and separated from the instrument. Functionally, the device was applied over the appropriate test media producing acceptable results. The knife cut the test media cleanly and completely and the staple line was properly formed. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Replication of the discrepancy may occur due to an improper handling of the anvil assembly.